Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone and fax. A completed questionnaire was not rec'd. (B)(4).

Event description:
A consumer reported that following intraocular lens (iol) implant surgery, she experienced "a visual impairment of half compared to her eye without the implant". She cannot read and cannot drive at night. It is worse when it rains or is dark. In a f/u appointment with her surgeon, she was told that there were no problems found with her or the lens. The lens remains implanted. Add'l info was requested.